Event description:
Approximately 6 years ago, the patient had 5 driver rapid exchange (rx) drug-eluting stents implanted. Approximately 6 years later, the patient presented with angina. Patient underwent a coronary angiography which showed re-stenosis in 3 of the previously implanted driver stents. The physician commented that the instent re-stenosis was due to the gravity of the patient's diabetes and was not due to the implanted devices. The patient is reported to be fine and was scheduled to have an endeavor resolute stent implanted to postpone the re-stenosis. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (re-stenosis); patient's condition predisposed event (physician stated that the restenosis is due to the patient co-morbidity). Evaluation, conclusions: known inherent risk of procedure (re-stenosis); device failure/lack of effectiveness related to patient condition (physician stated that the restenosis is due to the patient co- morbidity). (B)(4).